Event description:
Nellcor received a report of a broken flange on an 6lpc tracheostomy tube. The customer reported that the flange is breaking at the point where the trach ties are inserted. There was no patient harm reported .